Event description:
The complainant called to report that the purge flow was decreasing on an impella 5.5. Instructions were given to the complainant regarding how to run tissue plasminogen activator (tpa) through the purge due to purge flows decreasing and a proportionally higher purge pressure. After tpa was run, no known issues with the device or the patient's hemodynamics during the clinical team rounds were identify.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
D.6 explant date was added. The investigation of high purge pressure has been completed. Since limited clinical detail was provided, data logs were incomplete, and the product was not returned, the root cause of the high purge pressure could not be determined. B.1, b.2, b.5, h.1 and h.6 were revised as abiomed's medical safety officer review was completed since the initial manufacturer device report number 1220648-2024-17205 was submitted.

Event description:
The patient expired while on support. Per medical safety officer review the use of the device cannot conclusively be associated with the outcome.